Event description:
Customer reported an issue with the panorama central stations telemetry interface module which may have affected telemetry monitoring . No patient injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing the telemetry interface module power supply.